Event description:
A user facility reported a burn to the upper right eyelid post thermage flx treatment. A patient underwent a cosmetic treatment involving the periocular/eye area. The treatment was performed on both eyes, with the adverse event occurring on the right upper eyelid. The patient noticed symptoms on the same day as treatment. Following the procedure, the patient developed a thermal injury localized to the right upper eyelid, consistent with a minor second-degree burn characterized by blister formation. The patient was treated with bionycin ointment for management of the affected area and to support wound healing. At the time of reporting, the blisters were noted to be resolving; however, the potential for permanent scarring has been identified. Available images were reviewed by the medical reviewer. Images noted day 1 post procedure demonstrates edema and erythema of the right upper eyelid with visible blister formation. The injury involves the upper eyelid and lateral canthal region. The findings are consistent with the acute phase of a superficial partial-thickness (second-degree) burn. The eye itself appears uninvolved, with the injury localized to the eyelid tissues. Images noted 4 days post procedure, show residual erythema is present across the upper eyelid with evidence of healing superficial epidermal injury. Areas of desquamation/crusting are visible, particularly along the lateral aspect of the eyelid. Swelling appears reduced compared with the acute phase, and the lesion is consistent with a resolving superficial partial-thickness (second-degree) burn. No obvious signs of secondary infection are evident. No other treatments (besides the one reported) were being performed in same area where the symptoms were reported. The patient has not undergone any other treatments in the same symptom area within the past 90 days. The patient was given superficial anesthetic. Eye shields were used but the type of eye lubrication that was used is unknown. The incident occurred after 30 reps when the patient reported excessive heat. Several ec78c error codes occurred intermittently during the treatment and improved after the system was rebooted. The treatment then continued to over 200 reps, at which point redness and swelling were observed, and the session was immediately stopped. The highest energy level used was 4.a stamping method was used. Solta cryogen and 1/3 bottle of coupling fluid were used. The treatment tip surface was inspected prior to use and there was nothing remarkable. The treatment tip was not inspected during treatment. The treatment tip has not been used on any other patient. All jewelry/ body piercings were removed prior to the treatment. The patient was able to provide feedback during the treatment. The skin was flat during treatment and able to maintain good contact throughout the treatment. This case meets the reportability requirements for a serious injury and is therefore reportable.

Manufacturer narrative:
The product has been requested and the investigation is underway.